Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing or in the device trace download. The following were noted during visual inspection: scratched case and cracked keypad overlay. No cosmetic damage noted at reservoir casing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. Customer stated reservoir casing was chipped. Customer stated they had diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.